Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced bleeding, vaginal exposure, recurrent exposure left arm of the sling. Recurrent dysuria and dyspareunia. A vaginal sling excision, left sling arm excision and revision with excision of mesh shards were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.